Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported an alarm was heard, but telemetry was not yet performed. It was noted the pump started alarming on (B)(6) 2014 every hour. It was also reported the pump was implanted almost seven years. It was reported the patient did not have a physician and the patient had been trying for 8 months to find a physician because he was dropped by his doctor. It was further reported the patient¿s pump runs out of morphine in two weeks. The (B)(6) was trying to assist him, but they had not come up with a physician option yet for the patient. The pump was being used to deliver morphine. Additional reported the pump had been dry and alarming for almost 2.5-3 weeks. It was stated the battery was going to be dead in a couple weeks. It was noted the patient did not really want a replacement. It was noted they were worried about the ¿fluid in there¿ and did not want a spinal headache. Additional information noted it was a ¿useless pump, and it was a dud.¿ it was noted the patient wanted to get an MRI. It was stated the pump didn¿t work anyway, so they wanted to get the MRI. It was noted the patient could not get their MRI with the pump. Additional information reported the patient had lumbar pain. It was noted the patient was waiting for approval from the surgeons to take the pump out. It was noted the pump was alarming for 3 weeks since the battery was dying and over 2 weeks since it was out of morphine. It was noted the patient wanted a chance at a better life. Patient outcome was not provided. If additional information is reported, a follow-up report will be sent.